Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The hospital biomed technician reported that the staff was about to suction the patient before transporting the patient to CT (ventilator was delivering 100% o2 per hospital protocol). The ventilator stopped cycling and the error message "device failure" was displayed. The patient was immediately disconnected from the ventilator and was manually bagged. The patient was connected to a savina ventilator to transport the patient to CT. No patient harm resulted.

Manufacturer narrative:
For the investigation the provided logbook was analyzed and the returned device was checked. Despite of several tests including a long-term running test the described failure could not be reproduced. According to the logbook the root cause for the reported stop of ventilation were detected rotation speed deviations. In case this failure is detected several times in a row, the technical alarm "blower defect" is generated. The device will switch to patient safe mode and ventilation stops. The high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device failure wasn't reproducible during the endurance test and therefore the cause for the rotation speed deviations is unknown. Motor blower and pcb motor controller were replaced for reasons of precaution in the repair center in luebeck. The reported device failure was in all probability caused by one of these both assemblies.

Event description:
Please see initial report.